Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The reported connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue during peritoneal dialysis therapy which resulted in the development of peritonitis. The connection issue was further specified as the patient attempted to stretch the line to go to the bathroom and the transfer set disconnected from the plastic adapter. Emergency services were contacted and an emergency medical technician (emt) reconnected the transfer set. Two days after the connection issue, the patient went to their peritoneal dialysis clinic with bloody effluent and was diagnosed with peritonitis. The patient was not hospitalized for the event. The patient was treated with vancomycin intraperitoneally (dose and frequency not reported) and was reported to have recovered from the peritonitis. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.